Manufacturer narrative:
Batch review performed on 09 july 2020. Lot 1811487: (B)(4) items manufactured and released on 04-apr-2019. Expiration date: 2024-03-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with one similar event reported. Clinical evaluation performed by medical affairs manager delayed infection in cemented tka, 10 months after primary operation. Infection is a known possible adverse event following every surgery, including tka's. To date, there is no reason to suspect that the cause may be linked to the implanted devices.

Event description:
Revision surgery performed due to infection 10 months after primary. The pathogen in unknown.